Event description:
Initial report rec'd from purchasing on 07/27/2000. One medwatch report rec'd from risk mgmt outlining 3 events with 2 different product codes. The medwatch stated that manifolds were breaking where the IV tubing screwed into the manifold. Pts on multiple pressor drugs required add'l treatment and/or resuscitation. Followup with risk mgr determined that the event on 07/26 involved the 5 gang manifold. There was no pt injury or treatment. The rptr indicated that there may have been other events. She did not have any add'l info regarding those issues other than they did not involve adverse events.